Manufacturer narrative:
Tech found a sticky substance on the latch which caused the latch not to pivot. Tech cleaned and lubed the latch to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Tech alleged the right intermediate siderail will not latch.